Manufacturer narrative:
The device was returned to the MFR and the complaint was confirmed. During simulation use testing it was observed that the failure was due to the trigger straight pin. The straight pin was gouging and deforming the trigger shaft, causing the trigger to stick and cause the device to run without user activation.

Event description:
It was reported that the handpiece ran without user activation during testing. There were no user injuries or adverse consequences.